Manufacturer narrative:
It was reported that end-user developed urinary tract infection from the whitish powder on the pads of the adult briefs. The end-user reportedly received the adult diapers with whitish powder last (B)(6) 2018. Per report, the end-user went to an emergency department last (B)(6) 2018 and was told she has urinary tract infection. An unknown antibiotic was reportedly prescribed. Reportedly, a month later, the end-user continues to receive adult diapers with whitish powder on the pads and end-user developed another incident of urinary tract infection, which was treated with oral ciprofloxacin antibiotic. Due to the reported medical intervention, this medwatch is being filed. Samples were returned for evaluation and the complaint of whitish powder cannot be confirmed. No linting, sap or whitish powder was noted on the top sheet of the adult briefs. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that end-user developed urinary tract infection from the whitish powder on the pads of the adult briefs. Oral antibiotic treatment was required for the reported uti.